Manufacturer narrative:
Concomitant medical products: product ID 6949 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was alert for high impedance on the superior vena cava (svc) and right ventricular (rv) defibrillations coils of the rv lead. The lead remains in use. It was also noted the right atrial (ra) lead dislodged and was revised. The lead remains in use. No patient complications have been reported as a result of this event.